Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. The sample related to this report is currently in transit to the MFR. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. The device in the incident is not distributed in the united states, however, the hi/lo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hi/lo endotracheal tube is k871204.

Event description:
The customer reported that the cuff on the pt's tube could not be inflated. The pt required re-intubation with another tube.